Manufacturer narrative:
Additional information - the explanted component was returned for evaluation. Visual examination was performed. Results of the evaluation determined that the component appeared not to have been fully inserted. No conclusion can be drawn from the results of this investigation.

Event description:
It was reported that the patient was experiencing pain approximately one year post-operatively. The patient underwent surgery to remove a component of the construct that had migrated. The surgery was reported to have been completed successfully.